Event description:
Event description guidant received information that this pacemaker was experiencing telemetry problems, specifics have not been provided and attempts to obtain additional information have been unsuccessful.